Event description:
It was reported that the tip of the guide broke off in the joint during an anterior cruciate ligament repair. The surgeon had placed the 7mm guide over the top guide through the transtibial tunnel. The tip of the guide broke as the surgeon straightened the patient's leg to get the guide to the back. The broken piece was located aided with x-rays but could not be retrieved and the surgery was delayed over 30 minutes. The customer reported a good outcome and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device evaluation confirmed the broken guide tip. Material analysis of the guide was found within specifications. Based on previous investigations, the complainant's event is typically caused when the patient's knee is flexed while the device remains inside the joint space. Product dfu cautions: "flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument" and "after insertion of the instrument into the joint, do not apply additional flexion to the joint. A piece of a broken instrument can become lodged in soft tissue and/or disappear from the arthroscope view of the surgical field and can be left in the patient." The initial information provided confirms the user error. The cause of this event was attributed to misuse.